Event description:
It was reported to philips that the system (flexvision-pc) did not startup. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the flexvision-pc did not start up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexvision pc was not booting up and the system had to manually turn on. To resolve the issue, the fse replaced flex vision pc and loaded the old hard drive, loaded hard drive with software. The defective parts were returned for analysis, for flexvision pc, malfunction was observed, and the failed component was defective power supply of the flexvision pc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.